Manufacturer narrative:
To date, welch allyn has not received the device for evaluation. Additional time is required to complete the analysis. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Welch allyn became aware of an allegation in which a propaq encore monitor gave an unk error message and then the display went blank while being used on a pt in flight. The clinician pushed the power button twice and the device came back on and provided the vital signs monitoring without further issues. Once the pt arrived at hospital, the device was taken out of service and given to the biomed department for eval. The biomed could not reproduce the error and performed functional testing on the device. According to the biomed, all functional tests passed. Welch allyn technical support requested the device for eval. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.